Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative" alarm was observed. The device's blower motor needs to be replaced to address the issue.